Event description:
Patient was implanted with eagle acp in 2006. Plate pulled out and a revision was performed to remove the hardware. Rep confirmed that all the bushings were in place when the plate was removed. A strut graft was used at c5. Surgeon placed 2-screws at the top and bottom of the plate. One-screw at each of the middle locations. These were driven into the strut graft. He reported that the patient has good fusion at this time.

Manufacturer narrative:
Immediate post-op x-rays were not provided. Examination of the x-ray taken prior to the revision shows the plate having pulled away. The screws appear to be still locked in the plate. It appears that some of the screws may not have been in bone, however, without post-op images no conclusions can be made at this time.